Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The target lesion was 75% stenosed in the proximal - mid right coronary artery (rca) and 90% stenosed in the distal (rca). The rca was calcified and severely tortuous. A 12mm x 2.50mm apex monorail balloon catheter was advanced to pre dilate the target lesion. The balloon was inflated at 6atms for 10 seconds, 8atms for 10 seconds, and two inflations at 10atms for 10 seconds. A promus 3.0x8mm was implanted in the proximal rca, a 3.0x24mm non bsc stent was implanted in the proximal to mid rca, and a 2.5x15mm non bsc stent was implanted in the distal rca to the right posterior descending artery. The order the devices were implanted and if the devices overlap is unknown. For post dilation the same apex monorail balloon catheter was advanced and inflated for 10 seconds when a balloon rupture occurred. The apex balloon catheter was fully deflated and removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).